Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received lower sensor scan result of 74 mg/dl and self-treated with glucose and sugary food. It is unknown whether the customer noted a trend arrow on the device. After eating their blood glucose remained on the low value and the caregiver got worried and called emergency services. Upon emergency services arrival, the customer received lower sensor scan result of 90 mg/dl compared to blood glucose readings obtained on a healthcare professional (hcp) meter of 617 mg/dl, which when plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant and the customer then self-treated with insulin (8 ie). The customer was taken to the hospital. There was no report of death or permanent injury associated with this event.on 22-jul-2024, it was determined that the customer provided adc with clarification that the second medical event occurred on 3-jul-2024. The customer indicated upon hcp contact, a glucose result of 617 mg/dl was obtained compared sensor scan of 99 mg/dl. When plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia however, there was no third-party treatment reported.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection on the returned sensor patch, no issue was observed. The sensor data was extracted successfully. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The battery voltage was measured to be within specifications.performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore no malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. This serves as a follow-up correction report. After initial report was submitted on 17-jul-2024 under MFR report # 2954323-2024-25606, adc received additional information on 22-jul-2024 from the customer regarded the reported issue. Corrections have been made to the following sections below, per the additional information received from the customer and added performed extended investigation information. B2 - outcomes attributed to ae. B5 - describe event or problem. B6 - relevant test/laboratory data. B7 - other relevant history. H2 - if follow-up, what type. H3 - device evaluated by mfg. H4 - device mfg date. H6 - adverse event problem (type of investigation, investigation findings, investigation conclusions). H11 - addtl mfg narrative. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received lower sensor scan result of 74 mg/dl and self-treated with glucose and sugary food. It is unknown whether the customer noted a trend arrow on the device. After eating their blood glucose remained on the low value and the caregiver got worried and called emergency services. Upon emergency services arrival, the customer received lower sensor scan result of 90 mg/dl compared to blood glucose readings obtained on a healthcare professional (hcp) meter of 617 mg/dl, which when plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant and the customer then self-treated with insulin (8 ie). The customer was taken to the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.